Event description:
My cgm (continuous glucose monitoring) reported my glucose was 49, which caused my insulin pump to stop delivering insulin. A finger stick reported 259. I have mild ketones and am concerned about another episode of dka (diabetic ketoacidosis).